Event description:
The pt reported he was hit while playing sports and by the time he removed the pod he noticed a "bump" that had started to appear. The pod was discarded. The pt went to his doctor who confirmed that he had an infection and treated him with antibiotics. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported.